Manufacturer narrative:
Device has been discarded by the hospital, therefore cannot be returned for analysis and identification, and lot number is unknown. No pictures were provided either. From follow-up communication it was confirmed that all pieces were easily removed. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
During surgery the short drill bit ø 2.9mm - artt (pn 9055.34.104) broke. No fragment were left in patient and no delay in surgery was reported. Prior to use the device was inspected and found in acceptable condition. Surgery was completed with another suitable device available. The event occurred in the united states.